Manufacturer narrative:
The battery cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 01/04/2016 device evaluation: the battery cap has been returned to animas and evaluated on 12/14/2015 with the following findings: the battery cap threads were torn and unable to attach to a test pump. The battery contact height was out of specifications.